Event description:
It was reported the patient had not charged for 2 years and felt it had a charge for quite a while because when the patient would lay in bed it would give him a zap. It was noted he stopped charging because he had a fall and the wires felt like they were messed up a little bit and did not go to the health care provider to test it. It was logged that during the trial he had good relief but since the implant the patient had minimal relief and he was going to go back to a health care provider to discuss explanting the device. It was reported it was not something that bothered the patient a lot and he had not contacted his health care provider about it yet at the time of the report.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient did the trial and it actually gave him 50 percent relief. The patient went on to get the permanent implant but he did not get any better. The patient's neuropathy had been getting worse and worse. It was determined that the patient had zinc poisoning which was causing irreversible neuropathy. The patient wanted MRI guidelines. When asked if the MRI was related to the device or therapy the patient stated that they thought it maybe because the original implant was put in because he had pain in their feet and legs. The patient reported only 10-15 percent pain relief with the implantable neurostimulator (ins). The patient only used stimulation until (B)(6) of 2009, when he really did not see relief in pain he gave up and did not recharge. The patient reported frequent recharging. The patient had minimal pain relief just a few months. Gradually the patient had to keep increasing and maxing it out. The patient had to recharge every other day so by (B)(6) 2009 the patient gave up. The patient reported getting zapped when rolling out of bed. This occurred after a fall in 2011 and lasted into 2012 but gradually diminished until the patient no longer felt it. The patient reported a dime sized ball at the base of his spine where the leads went in. This occurred after a fall in 2011 and the patient still felt it at the time of report.